Event description:
It was reported that high impedance was observed on the patient¿s device. Due to this, the patient was referred for surgical evaluation. X-ray images were taken of the patient and reviewed by the manufacturer. Ap and lateral x-ray images of the neck and chest were provided. Based on the images provided, there is no obvious cause for the high impedance. Note that incomplete pin insertion and the presence of micro-fractures could not be ruled out. A portion of the lead was routed behind the generator so the full lead body could not be assessed. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.